Event description:
It was reported that the pt experienced an infection (unspecified); the device was explanted (date unspecified). Add'l info has been requested, a f/u report will be sent when add'l info is received.

Manufacturer narrative:
(B)(4).